Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead had a systemic infection due to influenza. The patient's medication was changed to resolve the issue. This rv lead is not suspected to be a cause. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.